Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13709. It was reported that when the patient presented during an implant procedure, it was observed that the right ventricular and right atrial leads had dislodged after the pocket was closed. Upon re-positioning, the leads were damaged and the physician elected to use different leads that were implanted successfully. The operation went smoothly and the patient is recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.